Manufacturer narrative:
Medtronic representative reported that the motion batteries were not maintaining a proper charge on the imaging system. A field service engineer (fse) was contacted and an onsite investigation was scheduled. Upon conducting an onsite investigation the fse confirmed the reported failure that the motion batteries were not maintaining charge. The charger voltages were good. The fse replaced the motion batteries. When it was found that the newly replaced batteries were not charging, the fse tested the motion charger board. It was found that the motion charger board output was at 11vdc. The motion battery charger board was replaced. A successful system checkout verified that the issue had been resolved. No patient was present. The motion battery charger was sent to the manufacturer for analysis, where no fault was found. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the motion batteries were not maintaining a proper charge on the imaging system. A field service engineer was contacted and an onsite investigation was scheduled. No patient was present.